Event description:
Multiple motor stalls and recoveries were noted on the logs, a stopped pump period may exceed tube set message was also noted. It was noted that the first stall was in mid-june and a stopped pump period may exceed tube set message was noted on (B)(6); the event logs indicated a stall recovery occurred on (B)(6) 2015, a stall on (B)(6) 2015 followed by a stopped pump period may exceed tube set message on (B)(6) 2015, a stall and recovery on (B)(6) 2015 on (B)(6) 2015 the pump stalled and recovered, then stalled again and a stopped pump period may exceed tube set message was noted on (B)(6) 2015. The patient had not been feeling well for a few weeks prior to the event report date. It was noted that the patient experienced withdrawal symptoms, the actual symptoms were not specified. The daily delivery of the pump medication was changed to minimum rate and patent was prescribed oral medication. The managing doctor was away on vacation and was to schedule a pump replacement upon return. The device system was used to deliver clonidine and ¿msbu¿. The causality and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).